Event description:
It was reported that, "during a surgical procedure the grasper broke. The grasper was retrieved and there was no patient injury. The procedure was not reported to be altered."

Manufacturer narrative:
The actual device has been received and is being decontaminated. Conmed's quality engineer will evaluate. When his report is received, I will file a supplemental report.